Event description:
The therapist was in the treatment room, setting up for the next treatment field by rotating the gantry at full speed in the counter clock-wise (ccw) direction (using the pendant) from 180 degrees to 0 degree. The pt was on the couch with the couch angle at 0 degree and all 3 e-arms were retracted. At approximately 10 degrees, the gantry chain broke and the gantry stopped immediately. There was no obvious coasting of the gantry, but after about 20 minutes, the gantry was observed at a final resting postion of 355 degrees (15 degrees change). There was no gantry contact to pt or staff and no injury. The gantry chain was removed and inspected. A crosspin on one of the chain links (in the middle of the chain) broke. Prior to the incident, the chain showed no sign of slack and the gantry speed was adjusted for 1 rpm and there were no reports or signs of any previous gantry collisions. There was no pt injury.

Manufacturer narrative:
The root cause of the broken gantry chain is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.